Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was getting no delivery alarms. The customer also reported that he was hospitalized due to a high blood glucose level of 535 mg/dl. The customer reported that he changed reservoir and sets. The customer reported that he was not sure if the insulin pump was working correctly as he tried changing positions and move positions but the insulin pump would give him no delivery alarm. He stated that he was not using the insulin pump for a month. The customer was not using insulin pump at the time of hospitalization. He was not able to troubleshoot as he was driving. The insulin pump will not be returned for analysis.